Event description:
It was reported to depuy acromed that a peak screw stripped during removal surgery and it could not be removed. The patient had surgery in 1998 for c3-c6 fusion. In january 1999, the patient's symptoms returned. In 1999, the patient had surgery to remove the existing plate and re-instrument up to c6 and c7. During screw removal of the previously implanted plate, the screw stripped and could not be removed after numerous attempts. The patient now claims to have an obstructed airway and brain damage due to the extended surgery time. The product and lot codes were not available.